Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: va-lcp-2-column drp2.4 volar le shaft 5h (part# 02.111.651s, lot#91p5425, qty# 1) was returned and received at jrz pal. Upon visual inspection, it is observed that the plate was broken from a bent beyond the product stress capabilities, all the broken fragments were returned, and no other issues were identified. Device failure / defect identified? Yes. Dimensional inspection: it is evident from the visual inspection that the plate has broken, hence a dimensional inspection was deemed irrelevant. Document/specification review: based on the date of manufacture, the current and manufactured version of drawings were reviewed. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for va-lcp-2-column drp2.4 volar le shaft 5h (part# 02.111.651s, lot#91p5425, qty# 1). The root cause of the breakage cannot be determined, no further information was provided to reach a plausible conclusion. No new malfunctions were observed during this investigation that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: product code: 02.111.651s, lot number: 91p5425, manufacturing site: mezzovico , release to warehouse date: 09 mar 2021, expiry date:01 feb 2031. A manufacturing record evaluation was performed for the final device sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that after a distal radius fracture procedure performed on (B)(6) 2021, the implanted plate broke on an unknown postoperative date. The plate was then explanted on (B)(6) 2021. No further information was provided. This report is for (1) 2.4mm va-lcp 2-clmn vlr dstl rad pl 6h hd/5h shaft/lt-ster. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.